Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, during loading and firing of instrument, the 2 handles would not engage firing event after green button was pressed. The surgeon was not able to squeeze the handle. The surgeon used a third handle with a different lot number to complete the case. No patient injury.